Manufacturer narrative:
(B)(4). The device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient required intervention to undergo a valve-in-valve procedure. A second device, 29mm bioprosthetic valve, was implanted into a 31mm bioprosthetic valve in the mitral position via valve-in-valve procedure on (B)(6) 2015. The reason for the procedure was stenosis. Patient was on hemodialysis prior to the procedure. The implant duration of the original device was approximately six (6) years. Procedure went well and patient was stable.